Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula undeployed and the pink slide insert was not seen in the viewing window. The downloaded data indicated the device completed first and second prime but did not run enough pluses to deploy. A rotational sensor discontinuity could be seen in the data. No debris, damages, or defects were found on the drive mechanism to cause discontinuity. The sma wires both have extremely high resistance and were failed. The rotational sensor assembly was found to malfunction resulting in the cannula not deploying, the cause of the malfunction could not be determined.